Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the self test, sleep current measurement, active current measurement and displacement test due to a constant blank flashing white light on the display and constantly beeping. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump fell on the ground and the insulin pump started beeping and screen was white and flashing. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan the insulin pump will not be returned for analysis.